Event description:
The patient contacted animas on (B)(6) 2013 stating that the ok button on the insulin pump was not working. No further information was available. Customer support made several attempts to contact the patient in follow up; however, the patient did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.